Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. There was no patient harm.

Event description:
It was reported that, the pump system was programmed to infuse over 4 hours of medication, it finished the infusion in 30 minutes. There was no patient harm.

Manufacturer narrative:
Patient demographics (section a.1-a.4) requested however were not provided. The customer¿s stated issue of over infusion was confirmed. Internal and external inspection was performed. There were observations of fluid on the bezel beneath the membrane frame. The rear case did not have any signs of fluid ingress. There was no contamination observed on the electronic components. ¿ functional testing consisting of rate accuracy testing performed on the source pump module found the device operating out of specification. ¿ the pump module was found to have a third-party bezel installed manufactured by pacific medical supply (date code: 04-2017). The top four bezel post inserts were pulled out of the bezel mold and the torque seal on the screws had been disturbed. ¿ the customer¿s use of replacement parts or disposables that have not been approved by bd for the alaris system is at the customer¿s own risk and patient risk, and may void the product warranty provided by bd. If non-bd parts are used for the maintenance, repair or operation of your bd equipment, those parts have not been validated by bd to be used within the alaris system medical devices. ¿ although requested, the customer was unable to provide the pcu the source device was connected to at the time of the event. Therefore, a drug ID and the profile in use at the time of the event were unable to be determined. ¿ a review of the pump module error and event logs found no evidence that would explain a report of over infusion. ¿ the administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The proximate cause of the customer¿s complaint was identified as due third-party bezel post ultrasonic inserts had become dislodged from the posts. The root cause of the customer's report could not be identified.

Event description:
It was reported that, the pump system was programmed to infuse over 4 hours of medication, it finished the infusion in 30 minutes. There was no patient harm.